Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported by the patient stating that his bhs device is making his fracture and elbow hurt worse after treatment. The patient treats for 7 hours per day and has no issue while treating but after the device is turned off. He states that 15 minutes later he has sharp pain. The patient rates the pain level an 8 out of 10. The patient claims most days since his injury he is at a two all day long. The patient¿s doctor is prescribing pain management for his continuous pain. The patient has completed physical therapy. He sometimes overexerts himself by lifting things that are too heavy or using his injured arm to lean on to stand up after sitting on the floor. He also claims his doctor has told him not to do these things and to rest his arm all day. Zimvie customer service representative advised to pause treatment for a couple days then perform a time test and gradually work his way back to 7 hours per day if tolerated. The patient agreed. No further consequence have been reported at this time.

Event description:
It was reported by the patient stating that his bhs device is making his fracture and elbow hurt worse after treatment. The patient treats for 7 hours per day and has no issue while treating but after the device is turned off. He states that 15 minutes later he has sharp pain. The patient rates the pain level an 8 out of 10. The patient claims most days since his injury he is at a two all day long. The patient¿s doctor is prescribing pain management for his continuous pain. The patient has completed physical therapy. He sometimes overexerts himself by lifting things that are too heavy or using his injured arm to lean on to stand up after sitting on the floor. He also claims his doctor has told him not to do these things and to rest his arm all day. Zimvie customer service representative advised to pause treatment for a couple days then perform a time test and gradually work his way back to 7 hours per day if tolerated. The patient agreed. No further consequence have been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Corrections -b4: date of this report added, d2a: device common name, d4: model number, g4: PMA number, h5: labelled for single use, h6: evaluation code additional information - g3: date received by manufacturer, h10: additional narrative UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid.

Event description:
It was reported by the patient stating that his bhs device is making his fracture and elbow hurt worse after treatment. The patient treats for 7 hours per day and has no issue while treating but after the device is turned off. He states that 15 minutes later he has sharp pain. The patient rates the pain level an 8 out of 10. The patient claims most days since his injury he is at a two all day long. The patient¿s doctor is prescribing pain management for his continuous pain. The patient has completed physical therapy. He sometimes overexerts himself by lifting things that are too heavy or using his injured arm to lean on to stand up after sitting on the floor. He also claims his doctor has told him not to do these things and to rest his arm all day. Zimvie customer service representative advised to pause treatment for a couple days then perform a time test and gradually work his way back to 7 hours per day if tolerated. The patient agreed. No further consequence have been reported at this time.